Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered an error on the universal surgical manipulator 3 (usm3) that lead to the customer disabling it. The technical service engineer (tse) viewed the logs and found errors 32097 and 32096. The customer continued the case with the remaining three usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system started up without any functional issues or errors. The customer disabled the universal surgical manipulator 3 and completed the case with the remaining three arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported 32097 error was confirmed but not replicated. In system logs, the 32097 error was found indicating fault on the axes controller arm (aca) printed circuit assembly (pca) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a testing platform where all relevant testing was passed within specification. Once testing was completed, the aca pca was inspected, and no faults could be identified. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.